Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the display lens was found to be scratched. Unrelated to the initial complaint, the battery cap was found to be damaged; a test cap was used for all steps and tightened fully.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.